Event description:
Abbott diabetes care received a medwatch report in which the customer reported multiple issues with the adc device. Customer reported a "sensor cannot be read" message, signal loss, premature detachment of the device, low reading, and missing low glucose alarm. No symptoms were reported and there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.